Event description:
It was reported that the unit displayed an e-1 error. It was further reported that there was no ignition of the light.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.